Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: a battery cap was not returned. All testing performed with a test battery cap. The battery cap is able to fully tighten. A power loss was not duplicated. The battery compartment is cracked in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Unexplainable power on reset event observed in black box on (B)(6) 2014. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump.